Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via compatibility check. The reported products were reviewed for compatibility and it was determined that the following implants are not compatible: left-sided tibial plate and left-sided articular surface used with right-sided femoral implant in the right knee. Device history record was reviewed and no discrepancies were found. Root cause of the reported issue due to the surgeon not following the instruction. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00080 and 0001822565-2021-00964 . Medical devices: articular surface fixed bearing ps left 10 mm height catalog#: 42511400510 lot#: unk. Femur cemented posterior stabilized (ps) narrow right size 6 catalog#: 42500006002 lot#: 63897746. Source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tibial insert and tray intended for a left knee were implanted in a right knee. No revision procedure has been reported. Attempts have been made and no further information has been provided.